Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient reported that they were getting tired of the "phone portion" because it took 2 or 3 minutes to connect and it got stuck at 90%. The patient also stated that sometimes ¿a big red error message will appear stating to restart the application or seeing a ¿myptm is not responding close or wait¿ message¿. The patient added that they missed a couple of boluses due to the issue. Per the patient, they saw their company representative at a caudal injection 4 weeks ago to check on the phone and do some troubleshooting, but the issue still persisted. The patient also mentioned that ¿there was time that when they got connected it will show that the bolus got delivered even when they are not trying to deliver one¿. The patient stated that the issue started a couple of months ago, but it started getting worse 3 weeks ago. The agent tried walking the patient through clearing the data under patient data service and connecting to the myptm app. The patient confirmed that they were still getting stuck at 90% and after a few seconds the "myptm is not responding close or wait" message would appear. The patient ¿hit on the wait button and that's the time they can get connected¿. The agent assisted the patient with resetting the handset and trying to connect to the myptm app once again, but they were still having the same issue. The patient confirmed that bluetooth and location were the only ones that were turned on. The troubleshooting steps did not resolve the issue, so a replacement handset was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# / serial# unknown, product type: software; product ID: hh9020tdd, lot# / serial# (B)(6). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H9: correction number 2182207-01-24-2025-001-c no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.